Event description:
The following has been reported: unspecified tubing set issue. On (B)(6) more information from the customer was received noting the patient had chemo infusing along with a liter of ns. Patient returned from restroom and saw puddle on floor. The ns was leaking from the most distal y-site of the tubing. Rn put a dual cap on the port to try to stop it and then removed it from the patient room. A preliminary review of the device logs was not performed. Unknown if the reported issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.